Event description:
It was reported that there was a stored atrial fibrillation episode which had functional undersensing of some premature ventricular contractions. Technical services advised this is due to the detection profile. The premature ventricular contractions had dots for the markers on the electrograms. The big/small intrinsics phenomenon would not necessarily delay detection since the device would switch to a fast rate profile. This would occur regardless of the sensing vector selected. The doctor elected to explant this system and implant a transvenous system. There were no additional adverse patient effects.